Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to possible infection. Reportedly, lots of white fluid were seen in the device pocket upon opening but nothing looked infectious. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.